Event description:
Patient presented to the physician with neurapraxia symptoms of continued slurred speech, tongue weakness, headaches, jaw pain, and tenderness at the ipg site. Upon examination, the physician determined that the patient had also developed trigeminal neuralgia following the implant procedure. Physician prescribed pain medication and antibiotics.